Event description:
It was reported that after the surgeon inserted an aq2010v three piece silicone lens and the lens was torn upon insertion. The lens was removed without any patient injury.

Manufacturer narrative:
Eval: results: visual inspection of the returned product showed that half of the lens was torn off and there was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.